Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Consumer indicated being offered prisms but was not receptive to that option. Glasses do not seem to help. Surgeon suggested seeing neurologist. Patient was send the patient brochure. Reported will discuss available options with surgeon. Consumer was asked to contact company if there were any changes or any updates from his surgeon. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, he was having constant ghosting, double vision both distance and near. With both eyes open it was equally blurred. His surgeon seems confused as to why he was having these issues. They offered to try prisms but he was not receptive to that option. He was given glasses but they do not seem to help and his surgeon had suggested him to see a neurologist. Additional information was received, patient cannot see well enough to return to work which he has not been able to do since last year. He was not experiencing these vision problems prior to surgery and the issues are different in each eye. He was also experiencing multiple images, see the left edge of the lens in left eye. Additional information was received and consumer stated he had seen 8 times by his surgeon and had a second opinion and seen three specialists. They all say there is nothing wrong with his eye . Original surgeon stated he should try glasses and wait 6 months to a year. There are two medical device reports associated with this patient. This report is associated with the left eye.